Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose reported at 392 mg/dl and an insulin delivery occlusion alert on the ilet, with a period of no insulin delivery until troubleshooting was performed; after verifying supplies, the user filled the tubing with immediate drops observed, reconnected, resumed delivery, and received education on occlusions. Symptoms included hyperglycemia and reports of sleepiness and lethargy. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the event aligned with a lack of effect in insulin delivery and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.